Event description:
The customer called to report an alarm occurring repeatedly since friday. The customer then stated that he was in the hospital due to a blood clot. During the hospitalization, the customer experienced a low blood glucose reading of 55 mg/dl, which was treated per his healthcare professional's instructions. Advised the customer that the insulin pump would be replaced due to the repeated alarms. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the self test due to a faulty component. The insulin pump passed the rewind, displacement, occlusion, prime and no delivery tests.